Event description:
The procedure was to embolize the left vertebral artery. Upon delivering one of the coils, the coil and catheter were pulled back to confirm positioning. In a second check to confirm coil positioning, the coil and catheter were again pulled back, and it was observed that the coil had stretched and detached outside the catheter. The end of the coil appeared outside of the packed zone. The procedure was completed with additional coils. There were no clinical sequelae.